Event description:
It was reported that the patient presented in clinic with discomfort upon receiving a shock from their implantable cardioverter defibrillator. Review of the shock determined it was inappropriately delivered due to atrial fibrillation with rapid ventricular response. No intervention was performed. The patient was stable.